Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that he is having difficulty changing his programs. In addition, the pt is said to be experiencing difficulty when attempting to communicate with the ipg via the programmer. In an effort to resolve this matter, a replacement programmer was shipped to the pt. Follow-up on this issue found that the alleged problems persist. An appointment will be scheduled for further interrogation.